Manufacturer narrative:
On december 17, 2021, the mentor failure analysis lab has received the device for evaluation. On december 20, 2021, mentor received additional information that the patient had a rupture instead of a gel bleed. The medical device problem code has been updated to reflect the most accurate coding. The mentor failure analysis lab completed the evaluation of the device on december 28, 2021. Device evaluation summary: visual analysis of the returned sample sm mpp gel 500cc revealed an area of delamination at the union between the patch and shell. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified autoimmune symptoms and gel bleed. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two mentor memorygel breast implants and experienced unspecificed autoimmune symptoms as well as bilateral gel bleed post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.